Event description:
The customer reported the distal end of the syringe sets are cracking and leaking. There was no pt involvement.

Manufacturer narrative:
MFR's report date: 10/02/2013. (B)(4). This report was filed by the MFR. The customer's report of a cracked female luers was confirmed. The customer returned 52 syringe model sets, model 10014914 and lot 12125607. All of the returned product was received new and unused. During visual inspection of the returned sets, it was noted that the female luer p/n 604467 had a vertical hair line crack on (B)(4) samples. All cracked female luers were inspected under a microscope, to determine if any stress marks were noted, none were found. The root cause of the crack was not fully identified. Analysis suggests the issue is supplier-related.